Event description:
The facility reported an infuso.r. Pump with "it only works for 5 minutes after it's turned on and then it stops working". This condition occurred during preventative maintenance in the (B)(4). This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an ipump with a malfunction of "it only works for 5 minutes after it's turned on and then it stops working" was not confirmed during device evaluation. The cause of the problem was not identified and the pump was not repaired. Additional information: a service history review revealed that this device has not been serviced prior to this event. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.